Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs stat results for two patient samples. Data was only provided for one of the samples. The initial result was 65 pg/ml and was reported to the doctor and was believed to be incorrect. The sample was repeated and the result was <14 pg/ml. A new sample was collected two hours later and the result was <14 pg/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Qc results had been acceptable and the customer had no other discrepant results. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.